Manufacturer narrative:
(UDI) is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was not performed because it was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A sample device was received for evaluation. There was no damage on top case, bottom case was cracked, and the plunger head was cracked by all screws. Event history log (ehl) review showed a positive supply bgnd (background) test. Diagnostic testing was performed and positive supply reading was 8.192 v which was out of specifications. This was due to the main board did not operate as intended. The root cause was deemed to be normal wear - pump was over 13 years old. The following were replaced or repaired: main board, cracked left and right plunger case, added o-ring, worn plunger cable, cracked bottom case, upgraded power receptacle, position pot worn worm coupling and gear, motor and motor mount, added delrin washer, worn leadscrew, right and left clutch and clutch spring, worn square shaft, added cable guard, main board; cleaned, greased and recalibrated; the device passed functional tests.

Event description:
It was reported that the pump had a system failure. No patient injury was reported.